Event description:
It was reported to medtronic neurosurgery that after being implanted with their adjustable valve, the valves pressure level setting had undergone three or four inadvertent level changes. According to the report, the pressure had adjusted from 1.0 to 0.5, 1.5, and 2.0 in the three months post implantation. The report states that the patient had difficulty speaking and walking, impaired movement, incontinence, and that their ventricle had collapsed. Reportedly, the patient was admitted to the hospital following the most recent inadvertent level change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.